Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1 message on the subject meter. This complaint was not resolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.